Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field service technician( fst) that, during preventive maintenance (pm), the external ECG and b/p ports of the cardiosave intra-aortic balloon pump (iabp) was not functioning.

Event description:
It was reported by field service technician(fst) that, during preventive maintenance (pm), the external ECG and b/p ports of the cardiosave intra-aortic balloon pump (iabp) was not functioning.there was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, g1 ( contact person ¿ mfg site ). Corrected field : b5. A getinge field service engineer (fse) verified it was a ground issue. Upper panel ground sponge on the pim assembly was worn (flat) causing ground contact with the chassis, when this happens the external phono jack inputs will not work. Upper panel ground sponge was not making contact to both ports. Fse replaced upper panel assembly (d997-00-0644). The tidal volume disk (d202-00-0142) was also replaced as it was expired, external ECG and b/p ports populated vitals on screen. Issue resolved. Performed all transducer calibrations 60min battery run time @120bpm. Touchscreen test ¿pass¿. Ready for patient care. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 11 july 2025. The failure analysis and testing dept. Received part number 0997-00-0644 with a reported unit failure of the ground sponge causing issues to the ports. The fat performed a visual inspection and found the part to have a worn ground sponge. See attachment. This could possibly cause an issue with the ports. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The tidal volume disk was replaced as it was expired.